Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that event code "16" with the following associated message was displayed to the user at 11:17am on (B)(6) 2021: "final concentration threshold for ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure ethanol station, bottle 10"; and event code "18" with the following associated message was displayed to the user on three (3) occasions at 11:16am on (B)(6) 2021: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 10". Bottle 10 (ethanol) was not in contact with the corresponding sensor for approximately 30 seconds at 11:17pm on (B)(6) 2021, which is not sufficient time to replace the reagent. The station properties for bottle 10 were reset at 11:18am on (B)(6) 2021; with a user affirming in the graphical user interface (gui) that the ethanol concentration in bottle 10 was to be set to the default value of 100%. The properties of the reagent in bottle 10 prior to these user actions were recorded in the instrument logs as: ethanol concentration=64.7%, cycles=5, cassettes= 242, days=2. Although a user affirmed in the graphical user interface (gui) that the ethanol concentration in bottle 10 (ethanol) was to be set to the default value of 100% at 11:18am on (B)(6) 2021, the actual ethanol concentration would have remained unchanged at 64.7%, because bottle 10 was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 10 (ethanol), which had an ethanol concentration of 64.7%, due to the use error when replacing the reagent in this bottle, was used for the final dehydration step of the "factory 8hr xylene standard" protocol started in retort b at 11:18pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Although the reagent in bottle 10 (ethanol) was used the "factory 8hr xylene standard" protocol started in retort b at 11:18pm on (B)(6) 2021, the processing quality of patient tissue samples from the "factory 2hr xylene standard" protocol started at 11:16am on (B)(6) 2021 would also likely to be have been adversely impacted, because the reagents used would in the clearing and wax infiltration steps would have been contaminated by the prior use of the reagent in bottle 10 (ethanol). Investigation of this complaint found that the instrument functioned as designed during execution of the "factory 8hr xylene standard" protocol started in retort b at 11:18pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant, and the "factory 2hr xylene standard" protocol started at 11:16am on (B)(6) 2021, from which the quality of processing of patient tissue samples would also have been adversely impacted. Based on the following information provided by the leica applications specialist - core histology (fss): "in looking at the size of the tissue and the blocks themselves it appears that the size of the tissue could be too small for an 8 hr run as some pieces appeared to be 2-3mm in size", it is possible that the duration of the protocol used to process the patient tissue samples involved in this event may have contributed to the sub-optimal processing of patient tissue samples reported. However, the manufacturer cannot unequivocally make a determination as to whether this circumstance contributed to the to the sub-optimal processing of the patient tissue samples reported, because the "factory 2hr xylene standard" protocol started at 11:16am on (B)(6) 2021 of two hours duration would have been appropriate for processing of all biopsies up to 3 mm diameter. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error which occurred at 11:17pm on (B)(6) 2021. The facts indicate that a user did not complete manual replacement of the reagent in bottle 10 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual when event codes indicating that a protocol could not be run, because the final concentration threshold for ethanol had been exceeded, were displayed. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
On (B)(6) 2021, the complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "customer reported they had poorly processed tissue and believed the cause to be a bad bottle change." On (B)(6) 2021, the assigned leica applications specialist - core histology (fss) visited the laboratory to investigate the circumstances involved in this complaint and to provide applications support. The fss documented the following information: "as reported by the techs, they believed an incorrect bottle change/reset occurred on sunday, (B)(6) 2021. Bottle 10 was believed to have been reset in software without the bottle being changed. They reported becoming aware of the error on (B)(6) 2021 and exchanging bottle 10 with 70% ethanol at that time." The fss advised the laboratory of the extreme importance of correct bottle exchanges and resets in the instrument software, and operator training was also offered. The fss also documented the following observations: "upon inspection of blocks and slides, it did appear that there was some over-processing of the parts of the tissue that were infiltrated in addition to the under-processed portions. In looking at the size of the tissue and the blocks themselves it appears that the size of the tissue could be too small for an 8 hr run as some pieces appeared to be 2-3mm in size." On (B)(6) 2021, the leica applications specialist - core histology provided leica biosystems melbourne with the following statement from a pathologist in relation to patient impact/outcome: "in one case, the diagnosis was compromised, even after trying to mitigate with an ihc stain. This case was delayed by one day. The specific issue in this case is that I was not able to tell if the carcinoma present in the sample was in situ or invasive. I spoke with the provider and no re-biopsy is planned at this time." The leica applications specialist - core histology also provided the following further information in relation to the patient impact/outcome: "all other cases were diagnosable with delay or difficulty."